Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. The pt's past medical history included denture wearer. In 1997, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, zinc toxicity, copper deficiency, and nerve damage. This case was assessed as medically serious by (B)(4). At the time of reporting, the events were unresolved. According to the legal complaint, the pt discontinued the use of super poligrip in or about (B)(6) 2009, after she was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion. The pt experienced "profound and permanent neurological and other injuries attributable to her use of super poligrip." The pt was unable to perform her "normal, customary, and daily activities."